Event description:
The customer alleges that the device constantly alarms when turned on. No patient injury.

Manufacturer narrative:
(B)(4). Evaluation codes: method - conclusion(s) codes - no conclusion code available. Complaint confirmed, however the root cause is unknown. Upon receipt the unit was visually inspected for outward, visible signs of misuse/abuse/neglect (physical check). No significant physical damage noted. The unit had some dark stains on it which would have been inherent to the day to day use in the hospital setting. The unit was inspected for cracks, wire frays, plastic case cracks/fractures, burn areas/wires, damaged power cord strain reliefs. No significant amount of lint built up on fan or cooling ports. Nothing visually noted of any significance. The unit was gently rotated and then lightly shaken (rattle check) to determine if any loose components might be moving around inside the plastic case. Nothing loose noted. The serial number was confirmed a match to the technical complaint number. It should be noted this is a concha smart neptune. Continuing testing: the neptune was connected to 110 vac. The unit passed the initial power connect test. The unit navigated successfully through (p.o.s.t.), temperature display accuracy test, was attempted but the unit failed at this post. On test temperature (B)(6) degrees and (B)(6) degrees celsius the unit displayed a red wrench. The failure does not follow the characteristics of a power/ supply pcb. The failure is more indicative a power/control pcb. The complaint has been confirmed. Testing has validated the issue is related to the power/control pcb, instead of the power/supply pcb. Further functional testing is impossible due to the failure characteristics being witnessed. The device history record investigation did not show issues related to complaint. The device was manufactured on 10/18/2007. A document assessment (fmea) was conducted and no changes required. The complainant has been confirmed per functional testing. No corrective/preventive actions assigned.